Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm micl13.7, -14.0 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and a replacement lens implanted. This resolved the problem. Cause of the event is reported as device.the lens was implanted, removed, and replaced intraoperatively.